Event description:
A report was rec'd that a pt underwent an ipg revision procedure in which the ipg was replaced. No further info was available.

Manufacturer narrative:
The explanted devices were not returned as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.